Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist (tss) opened the tester and attempted to operate the cubie. It was noted that the cubie only opened when it was lifted from the side with assistance. The lock mechanism engaged, but the spring pressure required to raise the lid was insufficient, which prevented the lid from popping up. This indicated that the spring was not functioning properly to open the lid. The tss instructed the customer to replace the cubie to resolve the issue. There was no issue on the q lock. The technical support specialist closed the case.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, a cubie failed to open during medication access. The drawer opened as expected; however, the cubie did not open. Upon evaluation with a tester, the cubie would only open when manually lifted from the side with assistance. The locking mechanism appeared to attempt to release; however, the lid did not raise as expected, suggesting insufficient spring action. There were no delay or adverse events or injuries reported based on this event.